Event description:
It was reported that there was oversensing on the lead. The lead was reprogrammed. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that there was additional oversensing on the ventricular lead. The lead sensitivity was reprogrammed again.